Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test alarms noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with shifted end cap sticker.

Event description:
Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test alarms noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with shifted end cap sticker.